Event description:
A customer reported when switching from fluid to air, a system message displayed locking the console during a procedure. An alternate console was used to complete the case without pt harm.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the supervisor assembly as a preventive measure. The company rep also replaced the laster footswitch. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).